Manufacturer narrative:
The devices associated with this report were not returned. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in (B)(6) of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address pain and loosening.